Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The evaluation confirmed the loop wire at the distal end of the electrode was found broken and missing. A microscope inspection was performed and revealed small portions of the loop wire are attached to both yellow colored insulation posts. The tips of the remaining loop wire are charred where the loop wire broke off. The charred marks indicate there was as an electrical arc or a high temperature event occurred around the area. In addition the blue insulation shaft was bent.

Manufacturer narrative:
The referenced devices were not returned to olympus for evaluation. However, based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action / removal action has been initiated to prevent potential risk to patient health.

Event description:
Olympus was informed that the loop of the electrode came off in the patient¿s bladder on three different transurethral resection of prostate (turp) procedures. The device fragments were retrieved from the patients using graspers. A different electrode was used to complete the procedures. No patient injuries were reported. One (1) of 3 electrodes.